Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The log file contained approximately 4 days of information (17aug2023 to 21aug2023 per timestamp). Between 13:54 and 14:05 on 18aug2023, abnormal no external power and low power hazard alarms were observed while the controller was connected to the mpu. These alarms activated due to the rsoc/voltage values of both cables simultaneously fluctuating below the designed alarm thresholds. The atypical alarms cleared at 14:05:43 when power was restored to the system. The observed events appear to be consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low-speed limit. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. Provided information indicated that it was not known if the power cord came loose at either end, or if there were any environmental circumstances that would have affected ac power at the time of the event. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review revealed that no external power events associated with the mobile power unit (mpu) were observed between 13:54 and 14:05 on 18aug2023. It was communicated that the mpu had a v-lock connector on the ac power cord. The cause of no external power to the mpu was unknown. The mpu was not removed from the service.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected.